Event description:
It was reported that any number above the "3" on the keypad is inoperable. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation that the following keys are inoperable: #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #2 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed 12 will be displayed, alphabetically: when the "abc" key is pressed, ad will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigation the reported event.